Event description:
It was reported that during a benign prostatic hyperplasia procedure, after 11565 joules and 3 minutes of use, the tip of the fiber broke, detached and the fiber beam was observed to be firing straight out of the fiber.the procedure was completed utilizing a new fiber. The fiber tip was retrieved with a basket. The procedure was completed without clinical consequences for the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed the fiber tip is attached to fiber. The glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits severe char on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, signs of melting, and torn. It is likely that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The observed fiber damage would cause reduced vaporization efficiency. Based on analysis results, there were no breaks/detachments identified along the body of the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, after 11565 joules and 3 minutes of use, the tip of the fiber broke, detached and the fiber beam was observed to be firing straight out of the fiber.the procedure was completed utilizing a new fiber. The fiber tip was retrieved with a basket. The procedure was completed without clinical consequences for the patient.